Manufacturer narrative:
The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. No patient harm or injury reported. Surgeon was able to continue with another device, no patient deterioration. Report of event occuring during "the suturing of the tube to the sclera" implies patient contact. Cause traced to user, as reported, "accidental tube cut" by the surgeon.

Event description:
Distributor reported, "there was an accidental tube cut close to the body of agv during the suturing of the tube to the sclera."